Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2, -05.50 diopter implantable collamer lens had tore during loading. There was no patient contact. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.